Event description:
It was reported that the patient's vns had high impedance and that they were having an increase in seizures. The physician referred the patient for x-rays but he observed no noticeable breaks in the lead. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's lead was revised in 2018 due to high impedance. No further relevant information has been received to date. The suspect product has not been received to date.

Event description:
It was reported that the explanted lead was not available for return.